Event description:
The customer is complaining that 4 cables have recently malfunctioned while monitoring pt's ECG's. The reporter stated the malfunction is excessive artifact on the device display and chart recorder. No adverse effects to pts have been reported as a result of the reported malfunction.